Event description:
It was reported that one day post implant, the lead dislodged. It was also reported the impedance was high, >3000 ohms, the threshold had increased and the r-waves were 7mv, when they were 25 mv the previous day. The physician tried to reposition the lead, but noted the egm (electrogram) signal was very wide and decided to explant and replace the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.